Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: three (3) batteries ((B)(6)) were not returned for evaluation. Review of the controller log files revealed that the capacities of (B)(6) decreased in less than 2 hours when in use. During these periods, the pump exhibited high power consumption. As a result, the reported event was confirmed. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above normal operating range on the reported event date, it is expected that the battery will be able to provide power to the controller for a shorter period of time. Based on the available information and risk documentation, a possible root cause of the reported battery power consumption issue can be attributed to the increased power consumption required by the pump running at high power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the batteries were not lasting longer than two hours. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 30-jun-2024 / serial or lot#:  (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 27-jun-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 30-jun-2024 / serial or lot#:  (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jun-2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.